Manufacturer narrative:
Insulin pump was unable to prime during prime/delivery test due to faulty force sensor resistor. Insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm. Motor passed motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. Pump passed unexpected restart error test, self-test, passed all operating currents tested with in the specification range, and passed off no power test. Pump received with cracked battery tube thread and cracked reservoir tube lip noted.

Event description:
It was reported that customer received excessive no delivery alarms and motor error alarms. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, customer was able to rewind alarm. Customer was not able to troubleshoot for no delivery as it was a past event.